Manufacturer narrative:
Block b5 has been updated. Block h6: device problem code 2907 captures the reportable event of sponge detached. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, there was difficulty passing the hyrdatome down the scope. Upon inspection, it was noted that the sponge detached and blocked the scope channel. The sponge was removed using a rat tooth forceps. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information received as of (B)(6) 2020*** a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was difficulty passing the hyrdatome down the scope. Upon inspection, it was noted that the sponge detached and blocked the scope channel. The sponge was removed using a rat tooth forceps. It is unknown how the procedure was completed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.